Event description:
Report 8 of 14: it was reported that during use of bd max¿ system, bd max¿ instrument, a false positive shigella patient result was obtained on bd max¿ enteric bacterial panel. There was no report of patient impact.

Manufacturer narrative:
D.2. Additional medical device types: nqx, njr, ozn. G.4. There were multiple PMA/510k numbers: k111860, k120138, k130470. Investigation summary: the complaint alleges the bd max instrument had "false positives." Customer reported that they are witnessing suspected false positive results for shigella and campylobacter while running the enteric bacterial panel assay. Customer run data where the suspected false positives were witnessed was provided to bd service and quality for analysis which revealed evidence of potential environmental contamination. Further analysis of the customer's instrument database revealed no functional issue due to part failure. The root cause of the issue was unable to be determined with the information provided. This complaint is unconfirmed as no instrument part failure was identified. Returned sample analysis consisted of review of customer run files and the instrument database. Review of the device history record for the instrument is not required because this complaint does not allege an early life failure or failure at installation and the complaint is unconfirmed, thus a DHR review would yield no useful information. Service history review was performed for the instrument, and no additional cases were observed for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.